Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(4) 2011. According to the nurse she was not aware of the excessive drain as no issues were reported to her. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified by service during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 221ml during cycle 7. There is no additional information available.